Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc unit alarmed for low battery and continued to alarm after plugged into the outlet. The plug in icon was not illuminated and the battery icon remained illuminated after the device was plugged in. The pump module was removed from the pcu and then the plug icon illuminated and the battery icon light turned off. There was no information on patient involvement.